Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported conflicting sars result for one asymptomatic patient (off label at the time). No confirmatory testing completed. Patient tested positive first and retested again and resulted in a negative result. No further information was provided.